Event description:
It was reported that the user experienced recurrent lows after dinner because the learned dinner meal size had adapted too high, leading the user to select ¿less¿ for usual meals; a factory reset was completed to allow the system to relearn meal needs, and the event was associated with use of the user interface and an improper or incorrect procedure or method during meal announcements. Symptoms included insufficient information. Outcomes included insufficient information. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to failure to follow instructions, with relevance to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.